Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that customer fell into swimming pool while still connected to insulin pump; as a result, insulin pump had water under display screen. Insulin pump received a motor communication error alarm and a battery out limit alarm. Insulin pump also was not able to complete self-test. Display screen had two small cracks. Insulin pump would be replaced. Customer's blood glucose was 8.5 mmol/l.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify a39 alarm, battery out limit alarm due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.